Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was previously implanted on this patient, and the physician decided to implant a cardiac resynchronization therapy pacemaker (crt-p). After the crt-p was implanted, the physician performed a s-ICD automatic setup, nonetheless none of the vectors pass, and a r/t too high alert was recorded. The field representative requested information on how to performed another induction test. The technical services (ts) indicated that an induction is recommended for concomitant devices and provided troubleshooting options. The patient will be seen in three months and will be in constant monitoring. Additional information was received which indicated that, technical services (ts) analyzed the data and found low amplitude, an undersensing episode and an inappropriate shock that occurred before the crt-p was implanted. The episode contains a wider signal than usual (likely due to the underlying cardiac disease). Additionally, during the episode despite the r:t ratio is not showing over sensing continuously there is small segment of change in morphology. This small portion of low amplitude beats was increasing sensitivity therefore, reducing the peak average and started to detect the t-wave. This s-ICD remains in service. No adverse patient effects were reported.